Event description:
Additional information received that the patient's lead had dislodged again due to twiddler's syndrome. Moreoever, the patient received an inappropraite shock due to oversensing. The patient is not pacer dependent. The lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation in assocation with another manufacturer's device exhibited oversensing resulting in delivery of several inappropriate shocks. An x-ray was performed and revealed that the lead had dislodged into the atrioventricular node area and was double counting atrial and ventricular beats. The physician noted that the patient suffered from twiddler's syndrome. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.